Event description:
Per the clinic, the patient experienced increase in impedance. The patient was hospitalized for 2 days (date not reported) and treated with IV steroids (date and duration not reported).